Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported cyclotorsion accounting did not work in a patient's right eye during topography guided lasik. This issue was noticed after installation of new software. At one day post-operative visit, the patient was reported to be doing excellent. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. The local fse (field service engineer) contacted the laser service team regarding several issues with this device and it was identified that the old calibration tool was selected for the correct alignment of the eye tracker. At the visit onsite, the fse recalibrated the laser according to product instructions and the issue was resolved. Calibration with the wrong tool lead to an inaccurate alignment of the eye tracker and the camera. A defocused camera can cause the reported issue. The root cause could be determined that the instruction was not followed with regard to the device configuration and the appropriate calibration tool. (B)(4).